Event description:
Marathan catheter ruptured from the diatal tip during an avm embolization with onyx. The pt was wake up with not symptoms. But 12 hours later. The pt experienced a stroke. An angio-MRI was then performed showing a total occlusion of m1 segment of the left middle cerebral artery, causing a large cortical infarct in the mca vascular territory. The pt experienced facila palsi (partial paralysis, not complete) and right arm paralysis. However, on follow-up, it was reported the pt has been recovered the facial palsy, but the other synthome remain the same.